Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Customer's reported blood glucose (bg) level as ¿high¿, as a cascading event from from the fill resistance. A manual injection was administered to address bg level, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.